Event description:
U/s power was weak during case. A surge of power occurred, posterior capsult was torn. Anterior vitrectomy performed.

Manufacturer narrative:
A company service rep checked system; unable to duplicate performance problem reported. Replaced transducer, footswitch cable and pmc tubing/stinger valve as part of pm.